Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and determined the reagent probe a collar wash leaked intermittently; the fse assigned the cause of the leak to the reagent probe a collar wash valve and replaced the valve to correct the leak.

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 880i synchron access clinical system leaked from reagent probe a. The operator wore gloves while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.